Manufacturer narrative:
New informations was received from thr affiliate on 10/28/2020. Because of a mixed up from the surgeon, this case was not with correct description and problem. Another new case will be raised instead of this one for correct serial#. MDR #3004721439-2020-00240. The manufacturer was requested to cancel the case.

Event description:
New informations are available, update in h10/h11.

Manufacturer narrative:
The product for investigation has not yet reached us. When additional informations are provided, a follow up will be submitted.

Event description:
It was reported that there was a problem with a progav shuntsystem. The pressure could not be adjusted. The patient was without harm, but a surgical intervention was conducted. A new progav was replaced and implanted. Additional informations will be provided in a follow up.